Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a system controller being unable to communicated with a system monitor was confirmed and reproduced during testing of the returned heartmate 3 system controller (sn (B)(4)). The controller was connected to a test system but no communication was established with the test system monitor. A test lvad was connected and the controller supported the pump at the set speed. The controller passed self-test and all alarm messages and visual indicators illuminated as intended. Each power cable was individually disconnected and the controller responded as designed. Both power cables were disconnected and the controller supported the system at the set speed, while being supported by its internal backup battery. The controller was disconnected for further testing. The controller's power cables passed insulation and continuity testing, including the communication lines of the white power cable. Visual inspection revealed a damaged capacitor (component c12). The damaged component was replaced with a good component. Further testing identified an issue with the controller's ic transceiver (component u9). Component c12 was connected to the negative power line connection of component u9. These components are associated with the communication line that transmits commands and data between the controller's processor (mcu) and the system monitor. Component u9 was also replaced with a new one. The root cause of the two damaged components could not be conclusively determined during the investigation. The system controller was exchanged and no further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the monitor screen would not show any information when connected to the controller. The white cable pins of the patient cable were cleaned and the patient was also connected to different system monitors and patient cables, however no change was noted. The system controller was exchanged and no additional information was provided.